Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins). It was reported that this pediatric patient had a unilateral surgery on (B)(6) 2019 for secondary dystonia urgently in hospital. Patient previously had their other side done in 2015. For the newly implanted side, the rep did the patient's initial programming on (B)(6) 2019. The rep switched the patient from a single monopolar configuration to a double monopolar configuration in november to address dystonic storm symptoms. Patient was left of c+0-1- 4.5v 90 microsecs 150hz.  The week prior to the report, the patient was getting better, the rep checked the patient's ins and found; battery level: 2.88v (down from 3.00 on (B)(6) 2019) electrode impedances all >1,600 ohms, but contact 1 =392 and contact 0=463 (have all specific numbers if needed)  therapy impedance (at double monopolar c+0-1- 4.5v, 90 microsecs, 150hz): 250ohms, 16ma. The patient appeared to be getting effective therapy as they were no longer twisting and arching towards the right, right side much relaxed; the rep did not see worsening upon turning it off for up to 20-25 minutes last week. On the day of the report, the rep switched back to a single monopolar configuration (c+0- 4.5v 90 microsecs 150hz): battery was still at 2.88v therapy impedance was: 460ohms, 9.4ma electrode impedance as follows:   monopolar: contact 3: 1,249 contact 2: 1,328 contact 1: 412 contact 0: 489   bipolar:  3 & 0: 1,565  3 & 1: 1,469 3 & 2: 1,891 2 & 0: 1,608 2 & 1: 1,393 1 & 0: 627 the rep was worried about the patient's battery drain, as well as the low therapy impedance (the other side is entirely normal). Rep wanted to know if patient had a partial short circuit, and if anything different needed to be done for the patient to avoid a premature battery replacement?  It was reviewed for the rep that while impedances were low, there wasn't an indication of a clear short. It was recommended for the rep to monitor the situation since the patient was receiving therapy knowing that these lower impedances would drain the ins faster. It was indicated that if there is an issue, it may get worse over time and may present itself clearly as time goes on. It was also reviewed the health care provider (hcp) could attempt reprogramming to use higher impedance contacts or reduce settings but if this isn't successful and they want to take action, next steps would be intra-op impedance testing to try and locate root cause.

Event description:
Additional information was received on 2019-dec-31 stating the healthcare professional (hcp) did the patient's initial programming and not the rep. The rep reported the patient's weight as unknown. The cause of the low impedance was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a healthcare provider (hcp) on 2020-jan-15. It was reported that the implantable neurostimulator (ins) was implanted on (B)(6) 2019. The low impedance is still there and similar numbers.